Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25,000mcg/ml fentanyl at 17,004mcg/day, 30mg/ml bupivacaine at 20.404mg/day, and 5mg/ml morphine at 3.4007mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the hcp said the dose changed on the pump with nobody making the changes. It was stated the patient was no longer present at the facility so they could not check the pump. It was reported that the pump was indeed programmed for a 20% decrease to 12 ,000mcg/day. The hcp reported that was done on purpose but it had occurred a few days prior. On (B)(6) 2017 the dose was 15,010. It was reviewed a possibility that the hcp was getting confused on dosages. The dose was increased to 17,004 mcg/day around 15:52 on (B)(6) 2017 but the session data to confirm this was not available. The pump was also updated at 15:40 on (B)(6) 2017, but the dose appears to be the same. No symptoms were reported. No further complications were anticipated/reported.